Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 385 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. Additionally, it was reported that the pod site was red, irritated and painful. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or defects were noted to the formed needle, soft cannula, or housing that could have contributed to the reported infusion site event. The exact cause of the reported infusion site event could not be determined.